Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and fallopian tube diverticulosis ('salpingitis isthmica nodosa') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginal itching, vaginal burning sensation, vaginal haemorrhage, bacterial vaginosis, yeast infection and vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, menses irregular and oligomenorrhea. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard) since 2009 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone from (B)(6) 2017 to (B)(6) 2017, oxycodone, oxycodone hydrochloride (roxicodone) and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube diverticulosis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the fallopian tube diverticulosis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube diverticulosis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils were visualized at the ostium after placement. 4 coils were visualized at the ostium after successful placement. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Event "salpingitis isthmica nodosa" was added from medical record. Outcome of event pelvic pain updated. Reporter information, concomitant drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and fallopian tube diverticulosis ('salpingitis isthmica nodosa') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginal itching, vaginal burning sensation, vaginal haemorrhage, bacterial vaginosis, yeast infection and vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, menses irregular and oligomenorrhea. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard) since 2009 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone from (B)(6) 2017 to (B)(6) 2017, oxycodone, oxycodone hydrochloride (roxicodone) and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems : vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vaginal discharge ("vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, genital haemorrhage and vaginal discharge had resolved and the fallopian tube diverticulosis, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube diverticulosis, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils were visualized at the ostium after placement. 4 coils were visualized at the ostium after successful placement. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2017 and (B)(6) 2017. Date(s) of insertion: (B)(6) 2017 (as per ppf please note discrepancy) she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), general abnormal bleeding,bladder/urinary problems : vaginal infection, vaginal discharge she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "abnormal vaginal bleeding and abdominal pain was changed from unknown to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), fallopian tube diverticulosis ('salpingitis isthmica nodosa') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginal itching, vaginal burning sensation, vaginal haemorrhage, bacterial vaginosis, yeast infection and vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, menses irregular and oligomenorrhea. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard) since 2009 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017, medroxyprogesterone from (B)(6) 2017, oxycodone, oxycodone hydrochloride (roxicodone) and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems : vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, genital haemorrhage and vaginal discharge had resolved and the fallopian tube diverticulosis, vaginal haemorrhage, depression, anxiety, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube diverticulosis, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils were visualized at the ostium after placement. 4 coils were visualized at the ostium after successful placement. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in date of insertion (B)(6) 2017. Date(s) of insertion: (B)(6) 2017 (as per ppf please note discrepancy) she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), general abnormal bleeding,bladder/urinary problems : vaginal infection, vaginal discharge she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, general abnormal bleeding, vaginal discharge added. Events pelvic/ pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal infection, menorrhagia (heavy menstrual bleeding) outcome updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.